Event description:
The pump was returned for sensor hardware failure (set ID sensor). Upon return, the device started with no errors. Performed mock infusion and no set ID issues. Log files indicate sensor hardware failure (set ID sensor)/sensor hardware failure (downstream air sensor). Performed admin set ID test, unit passed. Performed dsps calibration/verification test, unit passed. No problem found. Rear cover o ring not seated properly and will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: "there are list of pumps and brackets that need to be sent out for repair. Every unit provided had no patient harm connected to it. All pumps were thoroughly cleaned at least 2 times before determining that the pumps need to be sent out.". A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.